Event description:
During a redo atrial fibrillation and atrial tachycardia procedure, a pericardial effusion was noted, resulting in a pericardiocentesis and open heart surgery being performed. After mapping the left and right atrium with the advisor hd grid x catheter, the tactiflex was moved from the left to the right atrium to start ablation. Before any ablation was delivered in the heart at all, hypotension occurred and a pericardial effusion was noted on trans-esophageal echo. A pericardiocentesis was started with some external shocks administered for ventricular tachycardia. Amiodarone, protamine and platelets were administered. As the tamponade was still not controlled, a decision was made to open the chest by the surgical team. The surgical team investigated the heart, no perforation site was found, and the bleeding was controlled so no intervention was needed to control the tamponade. As the patient was scheduled to have a reminiscent gap closure on a previously closed left atrial appendage, this was performed by the surgical team at this time. The patient was stable at the end of the procedure and sent to an intensive care ward for observation and recovery. The location and cause of the tamponade was not identified. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.